Event description:
Reporter stated that pt is currently in the hospital due to low blood glucose (23 and 26 mg/dl) -- treatment received: oxygen, IV fluids. Reporter also mentioned that pt was admitted to another hospital in 2004 for low blood glucose -- low blood glucose issues began about 1.5 months ago.